Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported "an allergan lap band" pt "was re-admitted for a defective lap band port and catheter which required a second surgery for removal and replacement." Add'l info provided by the healthy professional noted "upon removal of the defective lap band, postoperative diagnosis is documented as port site leak with the leak at the transfascial section of the tubing."